Event description:
It was reported that the patient was recharging her device every two weeks and the implantable neurostimulator (ins) was only half charged. It was noted that the patient used to charge her ins once a month. It was stated that the charging issues started about 6 months ago and she "never get 8 coupling bars, only 6". It was stated that the patient was fully charged yesterday. It was also stated that the patient would charge for 12 hours and the ins was still not fully charged. The patient was recharging more than expected. It was reported that the patient was confusing the coupling bars with the ins charge level. The patient used the antenna locate (al) feature and confirmed that she was getting 6 coupling bars. The ins was 3/4 charged. It was stated that an ins overdischarge was suspected due to recharge coupling issues. It was also reported that the patient fell on (B)(6) 2013 and "2 years ago as of (B)(6) 2013". It was noted that the patient needed an MRI because she was showing symptoms of multiple sclerosis (ms). It was stated that the patient was having numbness "in both legs, unlike before it was the left leg". It was reported that the patient "completely passed out" moving the lawn after ten minutes she got "really dizzy". It was noted that the patient "has other medical issues". Additional information received reported the patient had a loss of therapeutic effect. It was noted the patient was charging more than expected. It was further noted the ins was removed on the day of this report and the leads were left in place. The reporter stated the patient had ¿a lot of neurological issues¿ and had not been getting the relief they used to get. It was noted the ins was not staying charged and the patient needed to recharge every other week. Additional information was requested, but was not available as of the date of this report. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)